Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity c carbon dioxide assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67274uq11. A device history record review did not identify any nonconformances or deviations associated with the complaint lot number and complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c carbon dioxide reagent lot 67274uq11 was identified.

Event description:
The customer observed falsely elevated alinity c carbon dioxide for one patient that was not reported out of the laboratory. The following results were provided (reference range co2 23-29 mmol/l): (B)(6) 2025, no sid provided, initial co2 result= 34 mmol/l; repeat result= 27 mmol/l. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated alinity c carbon dioxide for one patient that was not reported out of the laboratory. The following results were provided (reference range co2 23-29 mmol/l): on (B)(6) 2025, no sid provided, initial co2 result= 34 mmol/l; repeat result= 27 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.